Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported dissection is listed in the instructions for use (IFU) as a known adverse event associated with coronary stenting. Reportedly, the xience v stent was direct stented (without pre-dilatation of the lesion). It should be noted that IFU states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the xience v stent. In this case, the direct stenting does not appear to have contributed to the reported dissection as it did not occur until stent deployment. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending artery with moderate tortuosity and heavy calcification. Direct-stenting was performed with a xience v stent; however, a proximal end dissection occurred. A 2.5 x 12 xience v stent was used to treat the dissection. There were no adverse patient effects. The procedure was completed successfully with good patient outcome. No additional information was provided.